Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was suspected of a fracture. Oversensing was noted as the lead integrity alert (lia) had triggered with non-sustained ventricular tachycardia and short v-v episodes. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The analyst noted that visual inspection found the bi-lumen tubing voided, the outer and inner insulation breached in vivo. /1st rib clavicle and that causing conductor shorting together. No conductor fracture was observed. If information is provided in the future, a supplemental report will be issued.